Event description:
An optometrist reported about 20 patients who experienced corneal infiltrates following the use of this product. He stated he is unable to provide any additional info.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested via mail on (B)(4) 2010; via fax on (B)(4) 2010; via e-mail on (B)(4) 2010; and via phone on (B)(4) 2010. The optometrist stated he is unable to provide any additional info on these patients. (B)(4).